Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation the front response button cover was missing and the front response button switch was damaged. The root cause for the damaged switch was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons were damaged and the device would not activate.